Event description:
Customer reported that the vibrate function on the insulin pump was not working despite changing the batteries. Self test was performed and the insulin pump did not vibrate. Customer's blood glucose reading at the time of the call was 80 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump failed to vibrate during self-test due to broken black vibrator motor. Insulin pump had minor scratches on lcd window , cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.